Event description:
It was observed that during the device evaluation, the subject device exhibited: distal fiber breakage, dents on distal edge, a chipped light guide cover glass, cracks on side of connector/coupler, flickering image and failed light transmission. There was no patient involvement.

Manufacturer narrative:
E2: health professional ¿ n (no) and e3: occupation - non-healthcare professional. Based on the results of the investigation, the most probable cause of the findings is component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.